Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It has been reported that the ipg battery is depleted. The next course of action has yet to be determined.